Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had a button error. The customers blood glucose level was at 306 mg/dl. A new insulin pump is being shipped to the customer. No further information provided.